Manufacturer narrative:
No blank display anomalies noted during testing. Device passed displacement test, sleep current measurement and active current measurement. Pump error 63 was present in the device trace download and pump error 63 alarmed during self test due to broken trace at pin on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63. Tested with a test p-cap and the test p-cap locked in place properly. Device received with cracked select button on keypad overlay, stained keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, missing reservoir tube o-ring, missing display window cover, missing serial number label, missing end cap address label, cracked battery tube threads, cracked belt clip rail corner, cracked reservoir tube lip and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and it was not turning on even after battery change. No harm requiring medical intervention was reported. The device will be returned for analysis.